Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury.

Manufacturer narrative:
A steris service technician inspected the system 1e assembly and found a crack in the big blue filter housing. The technician repaired the housing, ran a diagnostic and processing cycle and confirmed the unit to be operating properly. No additional issues have been reported.